Event description:
Tracheostomy performed (B)(6) 2019 to improve breathing. Vocal cords partially frozen blocking airway, copd, lung cancer contributed to breathing difficulty. (B)(6) 2019 the trach tube (shiley 6cfs) ruptured my mother's cephalic artery. FDA safety report ID# (B)(4).